Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that indwelling urinary catheter was inserted in the perioperative area and the balloon was inflated with 10cc of sterile water without resistance. When registered nurse went to secure foley catheter to patient, the catheter was no longer inside of the patient and was noted to be on the bed. There was no foley catheter balloon noted to be on the catheter. It was noted that the given lot# was ngkq1092. New foley catheter had to be inserted into patient. The patient underwent a CT to ensure the balloon material was not left inside the patient, which found no evidence of retainment.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted catheter attached to the drainage bag with label. Visual inspection of the sample noted the tip of the catheter was broken off. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that indwelling urinary catheter was inserted in the perioperative area and the balloon was inflated with 10cc of sterile water without resistance. When registered nurse went to secure foley catheter to patient, the catheter was no longer inside of the patient and was noted to be on the bed. There was no foley catheter balloon noted to be on the catheter. It was noted that the given lot# was ngkq1092. New foley catheter had to be inserted into patient. The patient underwent a CT to ensure the balloon material was not left inside the patient, which found no evidence of retainment.